Event description:
Ref imp (B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio cementless shell 50 - ref 01.26.45.0050 / lot 130107 (80 cups produced): all parameters were found to be in accordance with the specs valid at the time of mfg. The washing cycle and the sterilization cycle have been performed according to specs valid at the time of production. The 63 shells belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, there are no evidence that the event is device related but it is likely due to pt's conditions.